Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the patient became suddenly agitated at 12:00 on 37 march, disengaged the restraints and attempted to remove the catheter, which was broken at the PICC butterfly wing with the dressing film intact. The chaperone informed the nurse, who confirmed that the catheter tip was intact and removed it, and the puncture was in dressing protection. A superficial venous indwelling needle was given for infusion. Observe the patient's vital signs. No injury reported.

Event description:
It was reported the patient became suddenly agitated at 12:00 on 37 march, disengaged the restraints and attempted to remove the catheter, which was broken at the PICC butterfly wing with the dressing film intact. The chaperone informed the nurse, who confirmed that the catheter tip was intact and removed it, and the puncture was in dressing protection. A superficial venous indwelling needle was given for infusion. Observe the patient's vital signs. No injury reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. Two photographs of a groshong catheter were returned for evaluation. An initial visual observation of the photographs showed a break in the catheter tubing of the sample. Blood residue could be seen on the sample. No details of the break sites could be seen in the returned photographs. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.